Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the customer's request, the surgeon was not contacted.

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she could no longer see at a distance, but could see very well up close. She stated that the surgery went well. She believes the wrong power was chosen. She stated that the surgeon advised her to wait five weeks and she would notice an improvement. At the consumer's request, the surgeon was not contacted.